Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Taking care of your pdm and pod 10/page 111: the pdm is not waterproof. Do not place it in water or leave it near water where it can accidentally fall in. If it gets wet: dry the outside of the pdm with a clean, lint-free cloth. Open the battery compartment, remove the batteries and discard them. Use a clean, lint-free cloth to gently absorb any water in the battery compartment. Caution: never use a blow dryer or hot air to dry the pod or pdm. Extreme heat can damage the electronics. Leave the battery compartment door open until the pdm is thoroughly dry. Do not put in fresh batteries or attempt to use the pdm until it has thoroughly air-dried. Call customer care if the pdm does not work after the above steps. Caution: the pdm is not waterproof. Do not place it in or near water.

Event description:
The patient's mother reported while travelling in (B)(6) the patient got his omnipod personal diabetes manager (pdm) wet and it was damaged. She got nervous and sent him to the hospital to make sure her son was okay. There were no further information regarding the hospital visit or to the patient¿s treatment.